Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous vein graft of the obtuse marginal branch. A 4.0x16 promus premier¿ and an unspecified size filterwire ez embolic protection system were selected. During procedure, the filterwire device could not be delivered. The physician decided to use a non bsc embolic protection device and deployed the promus premier¿ in the proximal part of the vein graft lesion. During the removal of the non bsc embolic protection device, the filter would not come back. As the physician pulled the non bsc embolic protection device back, it was unable to close. The physician then tried to pull it through the stent, and the stent foreshortened because the non bsc embolic protection device was heading the distal part of the stent and went from a 16mm to a 10mm stent. The physician was then able to pull the non bsc embolic protection device out and post dilated the stent with a 4.0x12 quantum balloon. The stent looked fine and patient had a good blood flow. The procedure was completed with this device. There were no patient complications reported and the patient was doing fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).